Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 276 mg/dl after forgetting to make a meal announcement. The user stayed connected to the device and allowed the ilet to regulate glucose through corrective insulin delivery. No outside medical intervention was required.